Event description:
The field service representative reported the customer received a questionable testosterone result for one patient sample. The original testosterone result was >1500 ng/dl with a data flag. The sample automatically repeated and the result was >1500 ng/dl with a data flag. This result was reported outside the laboratory and was questioned by the physician. On (B)(6) 2013, the customer repeated testing with a new aliquot of the sample and the result was 18 ng/dl which was deemed correct. The patient was not treated based on the initial result and was not adversely affected. The testosterone reagent lot number and expiration date were not provided. The field service representative could not find a cause. He checked the system and performed checks. He ran performance testing with passing results.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration, qc and instrument performance data, a general reagent or instrument issue was not suspected. Additional information was not provided for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was received documenting the testosterone reagent lot at the time of the incident was 17142305 with an expiration date of 05/31/2014.